Event description:
It was also reported that the patient's fall was caused by low blood sugar. The device was reprogrammed to a higher ventricular threshold.

Event description:
It was reported that there were diagnostics in relation to the device being programmed to vvir. The atrial lead port is plugged and the implant detect will need to be turned off. It was also noted that the patient fell over the weekend. The device will be reprogrammed on patient's next visit and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).